Manufacturer narrative:
The logs were reviewed and based on the review conducted, there is no evidence that the pump experienced a malfunction or failure. The cause of the low bg could not be determined based on the review conducted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of under 50mg/dl. Low bg cause was not known. Customer had assistance from spouse to consume carbohydrates to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.